Manufacturer narrative:
Philips has investigated this complaint. According to the information the system was in clinical use when this occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the tube oil leakage. Upon functional testing fse confirmed that actual cause of the issue was tube oil leak. The tube was replaced by fse. After replacement of the tube by fse, the system was returned to use in good working order.

Event description:
It has been reported to philips that the system would not complete the boot up process. The system was not in clinical use. There was no reported patient or user harm. A philips remote service engineer (rse) instructed the biomed on troubleshooting with a service key. The rse also provided part numbers for a flexvision pc and hard disk as possible defective parts. Philips has continue to investigate of the complaint.. A follow up report will be submitted when further information is received.